Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's boyfriend reported via phone call that he changed the patient's set this morning and the patient's blood glucose began to rise. When they administered a bolus the bolus did not deliver. The patient's blood glucose at the time of incident exceeded 600 mg/dl. The patient was taken to the ER and treated. She remained in the ER for two hours and she was released when her blood glucose was 255 mg/dl. However, the next morning she woke up to a blood glucose of 467 mg/dl, which she treated with an insulin pen and insulin pump therapy. Troubleshooting was initiated and an air bubble was discovered in the tubing near the reservoir. The caller confirmed that the insulin was not stored at room temperature. The reservoir was disconnected and reconnected and a prime was performed: insulin exited successfully. The caller was put on hold during the troubleshooting and hung up. No products were returned or replaced.